Event description:
A customer reported that the eye tracker lost track of the patient's pupil when the laser procedure was 33% complete. They were not able to reacquire tracking. The patient was sent home to heal, and is being followed. At approximately the three month postoperative mark, the surgeon will decide whether to consider any further excimer treatment. Based upon the patient's treatment and healing pattern, the surgeon feels that the patient may not require additional treatment; the decision will be made once she is stable. The patient is doing very well, the surgeon does not consider this to be a serious event. Additional information has been requested, however, the surgeon must be consulted before the staff can release any more details.

Manufacturer narrative:
The company representative has examined the laser, however the investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).